Event description:
The customer reported the zipper will not move at all. When an attempt is made to secure, the enclosure closed. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Results: eval of the returned product found the zipper slider body is open on the panel side a access window. There is a one inch tear on the red zipper tape. Vinyl on the top ridge has a 1 foot crack and the mattress envelope is cracked. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never leave the pt's bedside until all access panel zippers are securely closed. Test the entire length of each zipper by pressing against the panel near the zipper to make sure it is securely closed and the access panel will not open when pressure is applied. (B)(4).